Event description:
A needle knife sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on a female patient (weight unk) in 2007. According to the complainant, "after several attempts to cannulate... With an autotome sphincterotome, [the physician] requested a [needleknife rx sphincterotome]..." As the physician began sphincterotomy with the needleknife rx sphincterotome, he "questioned the connection of the diathermy machine as there appeared to be a loss of power via the needle. The pad [was] repositioned and this seemed to alleviate the problem. During the use of the [needleknife rx sphincterotome], the needle detached from its cannula leaving the needle in the patient and [it was unable to be resheathed." A snare [product and MFR unk] was then advanced down the scope in an [unsuccessful] attempt to capture the needle..... A second attempt to recapture the needle was made using forceps [product and MFR unk], however, [the physician was] unable... To relocate the needle." The procedure was aborted and the patient was sent to recovery. On nov 05, 2007, bsc became aware that the patient subsequently died. The date is not known. According to the complainant, the hospital representatives "are not allowed to give details of the autopsy report... Due to patient confidentiality protocols." Therefore, the cause of death is unk.

Manufacturer narrative:
The device has been received, but an evaluation has not been completed; therefore, a failure analysis is not available and the relationship between this device and the cause of this event is undetermined. A review of the complaint database did not reveal any add'l complaints reported for the same lot. The oct 2007 15-month needle knife - sphincterotomes product family trend report, inclusive of all failure modes, was reviewed and no unfavorable trend was noted.